Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stents were implanted in the rca and one resolute onyx drug eluting stent was implanted in the lad. During the index, a dissection was reported in the lad which required the implantation of another resolute onyx drug eluting stent. Safety assessed that the event is possibly related to the device but not related to the anti platelets.

Manufacturer narrative:
Implant date updated. If information is provided in the future, a supplemental report will be issued.